Manufacturer narrative:
The investigation determined that lower than expected vitros ca results were obtained on 27 patient samples from a vitros na slide cartridge that was misidentified as a vitros ca slide cartridge on a vitros 5,1 fs chemistry system. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 5,1 fs chemistry system was operating as intended.

Event description:
A customer obtained results lower than the vitros ca reportable range (<1.00 mg/dl) from 27 patient samples using a vitros na slide cartridge that was misidentified as a vitros ca slide cartridge on a vitros 5600 integrated system. The patient results are provided below: initial ca: repeat ca> sample: (mis-identified cart,) (correct cart). Patient-1: <1.00 mg/dl, 7.5 mg/dl. Patient-2: <1.00 mg/dl, 10.3 mg/dl. Patient-3: <1.00 mg/dl, 9.9 mg/dl. Patient-4: <1.00 mg/dl, 9.0 mg/dl. Patient-5: <1.00 mg/dl, 9.0 mg/dl. Patient-6: <1.00 mg/dl, 9.7 mg/dl. Patient-7: <1.00 mg/dl, 9.7 mg/dl. Patient-8: <1.00 mg/dl, 9.6 mg/dl. Patient-9: <1.00 mg/dl, 8.8 mg/dl. Patient-10: <1.00 mg/dl, 9.1 mg/dl. Patient-11: <1.00 mg/dl, 9.7 mg/dl. Patient-12: <1.00 mg/dl, 9.7 mg/dl. Patient-13: <1.00 mg/dl, 10.5 mg/dl. Patient-14: <1.00 mg/dl, 10.0 mg/dl. Patient-15: <1.00 mg/dl, not given. Patient-16: <1.00 mg/dl, not given. Patient-17: <1.00 mg/dl, not given. Patient-18: <1.00 mg/dl, not given. , patient-19: <1.00 mg/dl, 9.3 mg/dl. Patient-20: <1.00 mg/dl, 10.0 mg/dl. Patient-21: <1.00 mg/dl, 9.2 mg/dl. Patient-22: <1.00 mg/dl, 9.2 mg/dl. Patient-23: <1.00 mg/dl, 8.3 mg/dl. Patient-24: <1.00 mg/dl, 9.9 mg/dl. Patient-25: <1.00 mg/dl, 9.4 mg/dl. Patient-26: <1.00 mg/dl, 9.0 mg/dl. Patient-27: <1.00 mg/dl, 9.9 mg/dl. Results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).